Event description:
A malfunction alarm was reported with a malfunction code, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the pump was reset, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue arose again.